Event description:
This ra lead was explanted due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
25-jun-2025 this report was opened in error. It should have been on the ra lead, (reported MDR-1028232-2024-03442.)